Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis revealed that the proximal insulation was abraded at 16.4 cm to 16.7 cm from the connector pin. The proximal coil was exposed in the same area, due to friction with another device, which could cause the reported noise problem.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with isometrics. The lead was removed and replaced.